Event description:
The customer reported that on 10/8/97 vasoseal was used in the right groin following a diagnostic catheterization procedure. The pt had four previous catheterization procedures in the right groin since 7/97. The day after the procedure the pt complained of fever, chills and pain at the site and was put on oral antibiotics. Symptoms worsened and pt was admitted to the hosp for surgical exploration of site. A "white substance" was removed which revealed a staph aureus infection. The pt was placed on IV antibiotic therapy.